Event description:
It was reported that, the implantable cardioverter defibrillator (ICD) system exhibited low impedances out of range on the implantable lead. According to the trend, the impedance value has been decreasing for seven months the doctor has decided to replace the lead within the next two weeks. This ICD remains in service. No adverse patient effects were reported.